Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the ER (emergency room) with hypoglycemia. The patient's blood glucose (bg) levels declined to 35 mg/dl while wearing the pod between 36 and 48 hours in the abdomen. Symptoms reported include loss of conscious and cognitive changes the patient was treated with IV (intravenous) fluids; exact contents of fluids are unknown. The patient was released the following day. The pod was removed at the hospital. Additionally, the patient reports there was no alarm when their bg's went low.